Event description:
It was reported that a pump declared alarm 20 during insulin pumping, and the customer was unable to successfully load a new cartridge after assistance, as the cartridge alarm recurred. The impact was not adverse, with the customer's blood glucose not exceeding 500 mg/dl. The customer decided to use multiple daily injections (mdi) as a backup therapy, and technical support arranged for a replacement pump to be sent.